Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence. Additionally, it was reported that intermittent cartridge alarms occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than or equal to 300 units of insulin. Reportedly, customer loaded a new cartridge to resolve the issues. Customer's blood glucose was 400-437 mg/dl.